Manufacturer narrative:
Concomitant product : 5076-45 lead implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular lead was unable to capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that when the lead was initially repositioned, it had also had high threshold, but the revision brought the threshold to 1.2 volts. The threshold then rose over several months and the patient experienced phrenic nerve stimulation (pns) in some vectors. Another lead revision was attempted, but the threshold and pns issues persisted; fluoroscopy revealed the lead had dislodged. Multiple unsuccessful attempts were made to reposition the lead so the lead was explanted and may be replaced with an epicardial lead later. No further patient complications have been reported as a result of this event.